Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system reported discomfort and chest pain. The patient reported that depending on the position when laying down he would feel things pressed against his rib cage and he would feel chest pain. The patient requested that the device be removed. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and upgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. This product was returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system reported discomfort and chest pain. The patient reported that depending on the position when laying down he would feel things pressed against his rib cage and he would feel chest pain. The patient requested that the device be removed. This subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and upgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported. This product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.